Manufacturer narrative:
The customer collected the accutni samples in plastic bd lihep plasma tubes with a gel separator. The customer centrifuged the samples for eight minutes at 3500 rpm in a swing bucket centrifuge at room temperature. The sample for patient #4 was a short draw (approximately 50% full). Qc performed prior to the erroneous results was within the customer's established ranges. A field service engineer (fse) was onsite (B)(4) 2010 and noticed a spill on top of the analytical module. The fse replaced the wash carousel wheel. The fse performed preventive maintenance on the instrument. The fse also performed a routine and high sensitivity system check which passed within instrument specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. With erroneously high troponin (accutni) results generated by the access 2 immunoassay system for four patients. The original results reported were between 14.25-40.23 ng/ml and upon repeat were in the range 0.00-51.40 ng/ml. The results obtained from another instrument were in the range 0.00-0.04 ng/ml. The results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event for patients #1-3. Patient #4 was sent to the cardiac catheterization lab where a heart catheter procedure was performed. The result of the procedure was negative.